Event description:
The user facility reported that the device overheated resulting in a partial thickness burn of 13mm x 10mm to the upper left lip near the commissure. The wound was debrided to remove necrotic epithelium. Bacitracin ointment was applied to prevent infection and keep it moist.

Manufacturer narrative:
We are submitting this because we have completed the investigation.

Event description:
The user facility reported that the device overheated resulting in a partial thickness burn of 13mm x 10mm to the upper left lip near the commissure. The wound was debrided to remove necrotic epithelium. Bacitracin ointment was applied to prevent infection and keep it moist.